Manufacturer narrative:
Related to:product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if the issue occurred twice with the lot number qebdqt and twice with the lot number lot: sabetb? It happened more time during the procedure. Please confirm * please clarify, did the patient suffer from any consequence due to the issue (pull off suture needle)? If yes, please provide more details. -no patient consequences. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to:2210968-2022-05822, 2210968-2022-05823, 2210968-2022-05824, 2210968-2022-05825, 2210968-2022-05826, 2210968-2022-05828, 2210968-2022-05830, 2210968-2022-05831.

Event description:
It was reported that a patient underwent a vascular surgery on (B)(6) 2022 and suture was used. During the procedure, the needle separated from the suture for both codes and the surgeon tried it with other each from the box and it happened with them again. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: pc-(B)(4). Date sent to the FDA: 08/12/2022 h6 component code: g07002 - device problem not found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: one unopened sample of product code w8721 was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. In order to evaluate the condition of the returned sample, the overwrap packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: one unopened sample of product code 8706 was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. In order to evaluate the condition of the returned sample, the overwrap packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related to:2210968-2022-05822, 2210968-2022-05823, 2210968-2022-05824, 2210968-2022-05825, 2210968-2022-05826, 2210968-2022-05828, 2210968-2022-05829, 2210968-2022-05830, 2210968-2022-05831